Event description:
It was reported that a customer experienced occlusion alarms. There was no adverse impact on the customer's blood glucose level. During troubleshooting with tandem technical support, it was discovered that the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. The off-label insulin usage led to a blockage in the cartridge. The customer changed pump supplies, however, the occlusion did not resolve. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.